Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the inability to interrogate could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to device implantation, device interrogation could not be completed even when the programmer was rebooted several times.the same issue was repeated using a second programmer. Another device was implanted instead. No symptoms were reported.